Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and recommended bench repair. However, the device was not returned to the bench. There for the cause of the reported problem is unknown. The reported problem was not confirmed. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The rse sent a cost estimate to the customer for an mx40 exchange unit, however the customer didn't respond. If additional information is received the complaint file will be reopened. H3 other text : device not received for evaluation.

Event description:
The customer reported that the device displays a speaker technical fault inop. No patient harm was reported. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.